Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200403 - file-2020-00825 - analysis_and_closure_report_resp-2020-00393.pdf].

Event description:
Reportedly, during the subject device replacement due to normal battery depletion, evidences of pocket infection were observed. It was suspected that the infection was caused by the pacing system. It was decided then to cancel the replacement and to keep the pacing system implanted.

Event description:
Reportedly, during the subject device replacement due to normal battery depletion, evidences of pocket infection were observed. It was suspected that the infection was caused by the pacing system. It was decided then to cancel the replacement and to keep the pacing system implanted.